Event description:
It was reported that a spectrum iq infusion pump had occlusion error during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "occlusion error" was not reproduced. The device could not be tested for downstream or upstream occlusion detection due to the device constantly alarming for "reload set!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log was completed and in the last days of customer use, multiple occurrences of "downstream occlusion!" And "upstream occlusion!" Alarms were observed; however, downstream and upstream occlusion detection testing failures cannot be determined through the history log. The reported condition was verified. The cause of the downstream occlusion alarm condition was the force sensor found to be out of specifications. The force sensor required to be recalibrated to address this issue. The cause of the upstream occlusion alarm condition was the peeled ultrasonic sensor tape. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.